Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 135-167mg/dl. The customer stated that she had an MRI with the pump on. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind and e70 error alarms was found at the alarm history file due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and a21 error test, or verify a35 alarm due to motor error alarms. The insulin pump was received with normal operating currents and passed the self-test. No cosmetic damage noted during our physical inspection.